Event description:
It was reported the asymptomatic patient¿s atrial lead became dislodged and was successfully repositioned. During the repositioning procedure, the hex wrench became stuck in the set screw and would not detach and, therefore, the pacemaker was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Testing performed on the returned device found an anomaly with the device connector. The a-contact spring was found contaminated with epoxy. The epoxy was found on the inner and outer diameters of the contact spring. This is a manufacturing anomaly to have epoxy contamination on the contact spring. The reported complaint of that the torque wrench became stuck in the setscrew and would not detach was confirmed. Dimensional analysis was performed on the wrench and it indicated that the six sides of the wrench hex tip are non-symmetrical. The sides of the hex tip have different dimensions and therefore will not insert into a symmetrical shaped hex setscrew inset. This is a wrench supplier manufacturing anomaly that formed the non-symmetrical hex tip of the torque wrench.